Manufacturer narrative:
"A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications." The insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was programmed with multiple boluses and monitored. The boluses were delivered and recorded properly in bolus history screen. No bolus delivery anomaly noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer reported via phone call that after changing the reservoir, the insulin pump pushes insulin out, but the numbers never show on the screen. Customer's blood glucose is 400 mg/dl. Customer stated that insulin drops could be seen at the end of the tubing during prime. The customer rewound the insulin pump and tried again and it still anomaly persists. Customer declined troubleshooting for high blood glucose and stated that already had taken insulin to treat.